Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump was dropped from a pocket, resulting in a cracked screen that rendered the device unusable; a replacement pump was shipped and the user was instructed to return the original, sync data via the mobile app, shut down the device to prevent alerts, and perform the standard startup process on the replacement. Symptoms included hyperglycemia with a reported glucose over 400 mg/dl and no acute clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included temporary disruption of insulin delivery requiring back-up subcutaneous insulin via multiple daily injections and ongoing efforts to stabilize glucose. Investigation included user interviews, logistics review related to the return-and-replace process, and assessment for device damage. Investigation of this case revealed physical damage to the user interface display consistent with accidental impact, which prevented normal operation but did not indicate an intrinsic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.